Event description:
The field engineer reported that the system was intermittently locking up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was replaced and a lemo connector pin was repaired. The system was then found to be operating as intended.